Manufacturer narrative:
The user facility's third party service provider services and maintains the v-pro max sterilizer subject of the reported event. The third party service provider ran a leak test and no issues were noted with the sterilizer. The DHR for the lot number subject of the reported event was reviewed and no issues were noted. Retain testing on the lot number subject of the event was performed and no issues were noted. Steris offered in-service training on the proper use and handling of the scbi however, the user facility declined. The instructions for use states: observe the scbis at 24 hours (up to 7 days) of incubation. The scbi is positive for growth if it demonstrates turbidity and/or a color change from orange to yellow. Conditions for sterilization were not achieved. Follow departmental procedures for reporting sterilization failures.

Event description:
The user facility reported that after a completed v-pro max sterilization cycle the biological indicator present did not evidence passing results. Instruments present were subsequently utilized in patient procedures. The user facility followed their protocol for patient notification.